Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 7121q65 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, while an inpatient at a skilled nursing facility, was found unresponsive with the controller alarming and the driveline disconnected. The facility staff began cardiopulmonary resuscitation (CPR). The staff was instructed by the ventricular assist device (vad) coordinator to re-connect the driveline to the controller. A pulse and blood pressure could not be obtained, and the controller indicated no vad flow. CPR was paused after a paced heart rhythm was noted on the telemetry monitor. The patient then developed ventricular fibrillation with the patient¿s implantable cardioverter defibrillator (ICD) delivering shocks. Upon arrival of emergency medical services (ems), the patient was intubated, the controller read vad flows, intravenous (IV) medication and fluid was given and the patient was transported to the emergency department (ed). Upon arrival, it was determined the endotracheal tube was malpositioned, which was adjusted. At this point, the controller was reading no vad flows and the patient subsequently expired and was pronounced dead by the ed physician. Log files were then downloaded to the monitor and reviewed, which showed two pump stops, the first pump stop lasting ten seconds with resolution and the second pump stop lasting eighteen minutes thirty seconds, coinciding with the time the staff noted the controller alarm and found the patient unresponsive. The vad was later explanted.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no conclusive evidence of thrombus within the device. The reported event was confirmed through log file analysis which revealed two vad disconnect alarms logged on (B)(6) 2019 at 06:59:53 and 08:02:37, indicating physical disconnections of the driveline from the controller. The alarms were active for 10 seconds and 18 minutes 30 seconds, respectively. Additionally, two low flow alarms were logged on (B)(6) 2019 . There is no evidence of a malfunction that may have prevented the pump from performing as intended. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula outflow graft, and or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.